Manufacturer narrative:
One unpackaged ar-400 handpiece serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted that the device was damaged, the gear unit was observed to be broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos. Complaint allegation is confirmed.

Event description:
On 05/07/2024, additional information was provided by a distributor via email who stated that the procedure performed was an anterior cruciate ligament reconstruction, bone-tendon-bone technique. At the time of use the saw attachment did not fit properly and was unsuccessful in use. Photos were taken and are attached. No fragments remained in the patient and to complete the procedure, the bone-tendon-bone technique was changed and semitendinosus graft was taken out.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/15/2024, it was reported by a distributor via (B)(4) that an ar-400 handpiece motor fell apart. This occurred during a case with no effect on the patient.